Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose level 415 mg/dl. The customer¿s blood glucose level was 515 mg/dl at the time of incident and the current blood glucose level was 279 mg/dl. The customer experienced symptoms such as vomiting, fever, diarrhea, tired, diabetic ketoacidosis chronic, dental pain, shoulder strain, nausea, diabetic ketoacidosis acute and abdominal pain. The customer was treated with insulin drip and insulin pen. The customer was not wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.